Event description:
It was reported that during a lobectomy procedure, the doctor placed the device on the tissue and fired it. The device cut and dispensed the staples. But the staples did not close and were left open. Another device was opened and fired across the same tissue and worked properly. Pt is well and has gone home.

Manufacturer narrative:
Date sent: 10/10/2008. Eval summary: the analysis results found that the device was received in good visual condition and with a reload present. The reload was returned fully loaded with staples and with the swing tab in the unlocked position. The device was tested for functionality with the returned reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.